Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed atrial fibrillation with rapid ventricular response (rvr) and converted to normal sinus rhythm (nsr) with initiation of intravenous amiodarone. While attempting PICC placement, the veins were noted to be noncompressible. Ultrasound revealed extensive thrombosis involving the basilic vein on the left and the basilic and cephalic veins on the right. Heparin was continued and the patient was later transfused with 1 unit of blood. The patient's hemoglobin levels were 7.0 on (B)(6) 2022 and then later that day rose to 9.2. On (B)(6) 2022, the patient experienced multifocal atrial tachycardia which was treated with amiodarone. Uranalysis on (B)(6) 2022 was noted to be abnormal. The patient developed a urinary tract infection on (B)(6) 2022 and was treated with antibiotics. Cultures were done and revealed gram negative rods. Final results deemed e. Coli as the organism. The patient was started on a course of oral keflex.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1, "introduction," lists cardiac arrhythmia and venous thromboembolism as adverse events which may be associated with the use of heartmate 3 lvas. In addition, although the infection reported was deemed not device-related and no active bleeding was identified, infection and bleeding are also listed as adverse events in the IFU. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.